Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a green image during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results and provide additional information. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, but the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. The outer tube was damaged, and therefore, the dielectric strength was inadequate. The outer tube was damaged, and therefore, the leakage current was inadequate. The charged coupled device was broken, and therefore, the resolution was inadequate. The close control unit plug of the video cable section had corrosion, and therefore, no scope ID data was available. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a green image during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.